Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incidents was 207 mg/dl. Customer stated they are unable to exit the preparing to prime loop. Customer was advised to disconnect. The customer stated that she didn't received 2nd series of beeps nor did numbers appear on the screen. The customer was advised the insulin pump will need to be replaced and revert to backup plan.